Event description:
The patient was scheduled for a left femur rodding and was to have been sent to surgery with a knee immobilizer that had the metal stays removed intentionally by the clinician. The staff nurse did not believe the immobilizer fit, so the nurse did not send it to surgery. (It did fit and should have been used. Education was done with the nurse.) Surgery placed a new immobilizer on the patient's leg that still had the metal stays in it. On the 1st post op date (pod), the clinician noted that the surgical incision was clean, dry and no mention of redness or pain in the leg, except at the surgical site. Skin intact. The knee immobilizer was on at all times. On the 2nd pod, the clinician noted the patient to have a large area of suspected deep tissue injury (sdti) to the left shin and posterior calf. The wound ostomy care (woc) nurse was called to consult and the woc confirmed sdti with mixed stage 1 pressure ulcers. The area of injury appeared to directly correlate with the position of the postop knee immobilizer. The woc nurse recommended the shorter knee immobilizer without metal stays be used for transfers to chair only and then be removed. On the 5th pod, the woc nurse reported the pressure ulcer revolved from a sdti to an unroofed blister to the posterior calf--stage ii with proximal portions of sdti. The patient was discharged to a transitional care facility for rehab.